Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb).

Event description:
It was reported that a ventilator had an inoperative display. The ventilator was not on a patient at the time of the event.